Event description:
A blood clot was observed during an left atrial appendage closure (laac) procedure where the versacross connect transseptal dilator (vxa) was used for initial transseptal puncture (tsp). During the transseptal workflow while tenting the septum with the vxa, an anomaly was noted on imaging at the tip of the dilator. The vxa and the watchman sheath (boston scientific) were removed from the patient and a small clot was noted at the tip of the dilator. The devices were flushed and the clot was removed. Devices were re-inserted and procedure was successfully completed. There is no reasonable evidence to suggest that the baylis medical devices caused or contributed to the reported incident. However, as baylis medical devices were reported to be among the devices used in the procedure, baylis medical has devices to submit this report.

Manufacturer narrative:
There is no reasonable evidence to suggest that the baylis medical devices caused or contributed to the reported incident. However, as baylis medical devices were reported to be among the devices used in the procedure, baylis medical has devices to submit this report.